Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd insulin syringe with the bd ultra-fine¿ needles experienced foreign matter contamination, scale marking issues, and device damage while still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: material no:328418, batch no: 0006058. Consumer reported found 1 syringe with issues. 1 the barrel looks burnt and not even. Consumer reported this same syringe markings were missing half way down consumer reported this same syringe has black smudge inside (he feels ) the barrel of syringe. Date of event: (B)(6) 2020.

Event description:
It was reported that an unspecified number of bd insulin syringe with the bd ultra-fine¿ needles experienced foreign matter contamination, scale marking issues, and device damage while still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: material no:328418; batch no: 0006058. Consumer reported found 1 syringe with issues. 1 the barrel looks burnt and not even. Consumer reported this same syringe markings were missing half way down. Consumer reported this same syringe has black smudge inside (he feels ) the barrel of syringe. Date of event (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation: customer returned (91) 1cc, 8mm, 31g syringes (21 in open poly bag, 70 in sealed poly bags) with the shelf carton from lot # 0006058. Customer states that the barrel of the syringe looks burnt and not even and the markings were missing half way down and the syringe has black smudge inside the barrel. Thirty out of 91 returned syringes (all from the open poly bags, 9 from the sealed poly bags) were examined and 6 samples from the open poly bags and 7 samples from the sealed poly bags exhibited smeared ink on the outer surface of the barrel. One syringe also exhibited a damaged barrel with extra material on the surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene. No missing markings were observed. A review of the device history record was completed for batch# 0006058. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200870576, 200870668] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smeared ink, damaged barrel). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing markings). Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Maintenance dispatch #: (B)(4) was generated during the production of this batch for smeared print. It was found that the double sided tape holding the print pads still had the protective coating causing the pad to rub. The issue was resolved by replacing the print pads and adjusting the tape. No quality notifications or maintenance dispatches were found pertaining to the scratched barrel defect. Root cause cannot be determined. H3 other text : see h.10.